Event description:
It was reported that the device exhibited no bipolar atrial sensing at 0.1 mv and no unipolar atrial sensing at 0.5 mv. The surface ECG showed clear p-waves that conducted to r-waves. Atrial bipolar capture was 1.0 v, and 0.5 ms. The patient was not pacemaker dependent and was in intrinsic rhythm at about 70 bpm. The device was programmed to vvi mode and the patient will be monitored.